Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the clip delivery system (cds) was returned and investigated; however, because the clip remains in the patient and was not returned, the cds could not be tested for the reported mechanical issue (clip open while locked). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed and without the clip to analyze, a cause for the reported clip opening while locked could not be identified and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after deployment, the clip opened approximately 50 degrees. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds) was advanced to the mitral valve, final arm angle (faa) was established. The clip was deployed and the mr was reduced; however, after removal of the gripper line, the clip opened to approximately 50 degrees and the mr returned to 3-4. The clip was confirmed to be secure on the leaflets and the mr jet was now going through the clip. A second clip was implanted to secure the first clip, reducing the mr to 2. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.